Manufacturer narrative:
Explant date was received therefore d6b was updated.

Event description:
On 31jan2026 there was a purge system failure alarm and the purge cassette and purge bag were changed and the alarm resolved. Purge pressure stable on 500¿s, purge flow 6-7ml/hr.it was reported that 2mg lysis solution/sterile water was hanging as purge prior to failure. On 01feb2026 the purge cassette changed and primed with new bag of d5w and sodium bicarbonate. Purge flow decreased by 1.5-2 ml/hr. The patient still on support.

Manufacturer narrative:
B5: updated with additional information.

Manufacturer narrative:
Investigation summary the cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the access site adverse event could not be determined as limited clinical details were provided. The cause of the high purge pressure could not be determined as no product and insufficient data logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a hematoma at the access site. The patient was taken to surgery for a washout. The patient was in stable condition.

Event description:
Lysis solution added to the purge line. Purge flow dropped from 11 to 6. Currently at 7.8. Motor current stable.

Manufacturer narrative:
Additional information received. B1, b5, and h6 updated based on information received from the clinical site. Correction: d4 UDI information was inadvertently omitted on the initial manufacturer device report.